Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the plate was discovered fractured post operative. There was a revision surgery to remove the plate.

Manufacturer narrative:
The reported event could be confirmed as the reported plate was returned for investigation. The plate was secured with the adequate screws of the module and all fragments could be removed from the patient according to the sales rep. Related to the event in question, a review of additional documentation (x-rays) was performed. These documents and information provided were forwarded to stryker¿s senior global medical director along with the complaint information. Upon review, he stated that to his opinion the probable cause was ¿insufficient bone quality¿ due to the tumor. This would lead to lack of fixation and chronic stress on the plate leading to plate fracture. In sum, the root cause of the breakage might have been one or multiple powerful dynamic overloads of the fracture area.

Event description:
It was reported that the plate was discovered fractured post operative. There was a revision surgery to remove the plate.